Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 1. Customer loaded a new cartridge onto the pump and received an inaccurate fill estimate and the pump requested that a minimum of 50 units be loaded onto the pump after fill tubing was performed. Customer had low blood glucose levels (approximately 50 mg/dl). Customer drank juice to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump for insulin therapy.